Event description:
A false positive advia centaur xp total hcg patient result was obtained for a patient sample. The physician questioned the result and requested a redraw sample. The redraw sample was tested and the result was negative. Repeat testing was performed on the initial sample and the result was negative. The patient had been in the hospital for a routine procedure. The physician did not perform the procedure on that day. There was no report of adverse health consequences due to the discordant total hcg result.

Manufacturer narrative:
The cause for the false positive total hcg results is unknown. A siemens field service engineer (fse ) was sent to the customer site for system inspection. The fse performed a preventive maintenance procedure. The sample type used by the customer was plasma. The IFU states in the specimen collection and handling section: "serum is the recommended sample type for this assay." The quality control and calibrations were acceptable. The instrument is performing within specification. No further evaluation of the device is required.